Event description:
Discordant tacrolimus (tacr) results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant tacr results were reported to the physician(s), who questioned them. The laboratory repeated the samples multiple times on the same instrument. The laboratory tested the same patient samples using liquid chromatograpy-mass spectrometry (lcms). The lcms results were compared to the initial tacr results. It is unknown as to which tacr results were sent to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant tacr results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse determined that all controls were within specification. The cse also determined that quality control level 1 and quality control level 3 displayed a downward shift prior to the event. There was no indication of an instrument malfunction during the time of the event. The cause of the discordant tacr results is unknown. The customer successfully repeated the tacr samples which were in-line with the lcms results. The instrument is performing within specifications. Further evaluation of the device is not required.